Event description:
It was reported that the patient had their battery surgically moved/revised to optimize recharging in (B)(6) 2014. It was reported that the revision was not device related but was pocket related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) had been revised because it was coming through the skin so it was moved to another spot on the left side. A complete recovery was reported. The revision reportedly occurred in (B)(6) 2013, a year earlier than previously reported. The patient was indicated for non-malignant pain and degenerative disc disease.